Manufacturer narrative:
Additional, changed, and/or corrected data. Photo analysis: it is not possible to determine the lot number or catalog through the photos provided. Visual analysis of the photographs identified: broken device: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed.

Event description:
Healthcare professional reported "hole in the implant".

Event description:
Sales representative reported "hole in the implant". This record is for the unknown side. Device was not implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: break.